Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm portico ng/navitor valve was successfully implanted in a patient. The 27mm portico ng/navitor valve was re-sheathed once during procedure due to being deployed too high. It was also noted that a post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device, due to valve under-expansion. There was no noted anatomical or tissue/calcium interference affecting expansion of the valve. There was no complication noted during the implant procedure. The final non-coronary cusp implant depth was 5mm. On 12 april 2024, it was noted that the patient went to visit their general cardiologist for worsening dyspnea, without chest pain or syncope. A transthoracic echocardiogram (tte) was performed and revealed an increase in the trans-prosthetic gradient of 17 mmhg to 27mmhg. There was no visible leak or valvular vegetation. However, it was noted that there was a probable partial obstruction of the 27mm portico ng/navitor valve. The patient was administered eliquis. On (B)(6) 2024, it was noted via transthoracic echocardiogram, that there was partial thrombosis of the 27mm portico ng/navitor valve. On (B)(6) 2024, a computed tomography scan also revealed presence of the thrombus. The decision was made to started the patient on a week combo regimen of eliquis with aspirin. The cause of the patient's increased aortic valve gradient is attributed to the thrombus causing partial obstruction of the 27mm portico ng/navitor valve leaflets. On (B)(6) 2024, a tte revealed favorable evolution of the thrombus and the patient's dyspnea also improved. The patient's aspirin was discontinued and eliquis was continued. The patient was stable at the time of report.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse (valve under-expansion), incomplete coaptation (leaflet/cusp obstruction), and patient device interaction problem (thrombus), dyspnea, and aortic valve stenosis was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no noted anatomical or tissue/calcium interference affecting expansion of the valve. There was no complication noted during the implant procedure. The final non-coronary cusp implant depth was 5mm. Several months later, it was noted that the patient went to visit the general cardiologist for worsening dyspnea, without chest pain or syncope. It was noted that there was a probable partial obstruction of the valve and partial thrombosis of the valve. The cause of the patient's increased aortic valve gradient is attributed to the thrombus causing partial obstruction of the valve leaflets. A cause for the reported valve under-expansion could not be conclusively determined. The reported of dyspnea is a symptom of the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2023, a 27mm portico ng/navitor valve was successfully implanted in a patient. The 27mm portico ng/navitor valve was re-sheathed once during procedure due to being deployed too high. It was also noted that a post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device, due to valve under-expansion. There was no noted anatomical or tissue/calcium interference affecting expansion of the valve. There was no complication noted during the implant procedure. The final non-coronary cusp implant depth was 5mm. On (B)(6) 2024, it was noted that the patient went to visit their general cardiologist for worsening dyspnea, without chest pain or syncope. A transthoracic echocardiogram (tte) was performed and revealed an increase in the trans-prosthetic gradient of 17 mmhg to 27mmhg. There was no visible leak or valvular vegetation. However, it was noted that there was a probable partial obstruction of the 27mm portico ng/navitor valve. The patient was administered eliquis. On (B)(6) 2024, it was noted via transthoracic echocardiogram, that there was partial thrombosis of the 27mm portico ng/navitor valve. On (B)(6) 2024, a computed tomography scan also revealed presence of the thrombus. The decision was made to started the patient on a week combo regimen of eliquis with aspirin. The cause of the patient's increased aortic valve gradient is attributed to the thrombus causing partial obstruction of the 27mm portico ng/navitor valve leaflets. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.